Event description:
New born received a line placement on (B)(6) 2016. On (B)(6) 2016, it was noticed by the rn that the line was broken at the hub. At the time the patient was not receiving any other meds through the line. Line was removed by the md. Dates of use: (B)(6) 2016. Diagnosis or reason for use: new born required for meds. Event abated after use stopped or dose reduced: no.